Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(4) 2017, the reporter contacted animas, alleging a call service alarm (cs 078) issue. It was reported that there was a 087 call service alarm. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/27/2017 with the following findings: a review of the black box showed evidence of a call service 078 motor rewind error on the date of the complaint along with multiple 128 alarms. Evidence of moisture was found behind the display lens. The pump powered on with the returned battery cap. A hard call service 128 post delivery motor power supply fault alarm was received during investigation during each rewind attempt. The pump case was removed to find moisture throughout the internal pump. The hard call service alarm was due to internal moisture contamination.